Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter for dilatation. The device was able to cross the lesion, however; during the first inflation at 6 atmospheres, the balloon ruptured. The physician also used 3mm x 20mm x 144cm, 3mm x 40mm x 146cm, and 2mm x 20mm x 143cm coyote es balloon catheters which also ruptured during initial inflation at 6 atmospheres. The devices were removed and the procedure was completed with a different device. There were no patient complications reported.